Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a 30mm seguin annuloplasty ring was selected for implant. The grade of mitral regurgitation prior to procedure was severe. The ring was implanted. Post-implant, testing was performed and showed that there was still moderate regurgitation. The ring was removed and replaced with an unknown sized non-abbott artificial mitral valve. The patient was reported to have been discharged in stable condition.

Manufacturer narrative:
It was reported that post-implant testing was performed and it showed that there was still moderate regurgitation so the ring was explanted. The investigation found that few sutures on sewing cuff were noted to be cut consistent with implant/explant procedure. No other anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.